Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was not reported. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with "unspecified treatment" for peritonitis. It was reported the patient "was colistin" which is assessed as the patient being treated with the antibiotic colistin (dose, route, frequency, and duration were not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.